Event description:
It was reported the patient experienced an infection at the ipg site. In turn, surgical intervention took place wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).